Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate or verify the reported boot issue but did observed several event codes in the device's memory. As a precaution to the reported boot issue and to resolve the event codes, physio-control replaced the system controller and user interface pcb assemblies. Proper device operation was then observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer reported that their device is continually rebooting itself and can't complete a boot up cycle. The customer indicated that they were intending on using the device on a patient when this issue occurred. The device was then set aside and a backup device was used successfully. There was no adverse effect caused to the patient during the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed system controller and user interface pcb assemblies in the failure analysis center. The cause of the reported issue was determined to be an electrically shorted integrated circuit chip, designator u61 from the system controller pcb assembly.